Manufacturer narrative:
(B)(4). The post market surveillance department has requested medical records and treatment information. The complainant indicated that the device is not available for evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
During a medical record review, it was noted that the patient had an event of pulselessness on (B)(6) 2015. According to the report in the medical record, cardiopulmonary resuscitation (CPR) was required and the patient was hospitalized. Furthermore, the patient was instructed to stop taking his bumex, lisinopril, and coreg before hemodialysis; however, he continued taking the coreg. The patient experienced a similar event during hemodialysis on (B)(6) 2016 with two subsequent events of chest pain and diaphoresis during hemodialysis ((B)(6) 2016) which were suspected as being reactions to the dialyzer. The patient has continued receiving hemodialysis using another manufacturer's dialyzer without further issue. The device was discarded and is not available for evaluation.

Manufacturer narrative:
The date of event was reported as (B)(6) 2015 on the initial medwatch. The event occurred in (B)(6) 2015, however, the exact day is not known. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all dialyzers shipped to this account within the selected time frame. However, no lots were delivered to the complainant within the selected timeframe. As such, a record review was completed on the most recently delivered lot number with the reported catalog number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria.

Event description:
During a review of the patient medical records, an event of pulselessness was noted as having occurred in (B)(6) 2015. However, the exact date of event is not known.